Event description:
On 25th february 2026, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone preloaded iol (model unspecified). The event description provided states that the lens optic was chipped during iol implantation necessitating lens explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was chipped during implantation. The lens was explanted during the original surgery session. No patient harm or injury reported. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. There is insufficient information available. Rayner is following up via its in country representatives to try to obtain additional information to facilitate further investigation of the event. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.